Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during a bolus. The customer also reported that the device would not deliver and had a black circle on the display. The customer's blood glucose reading ranged from 339 to 410 mg/dl. The customer treated with manual injections. The customer performed troubleshooting and verified that insulin exited the tubing. The customer was advised that the alarm was caused by an infusion set or reservoir occlusion. The customer was informed that the device was working as designed. The customer's device was replaced for an off no power alarm. Nothing was returned for analysis.